Event description:
The user facility reported to terumo cardiovascular sys that during cardiopulmonary bypass the shunt sensor leaked. Less than 1 cc blood loss. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has rec'd the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).